Event description:
It was reported that the lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was damaged/ abraded and four tines were missing. The damaged area could not be evaluated but could have caused a threshold anomaly. There is no indication of a malfunction anomaly.